Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to board failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the high-definition lcd monitor does not turn on. The issue was observed during preparation for use an unspecified diagnostic procedure. The facility finished the procedure with another similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus service center for evaluation and the customer's reported issue was confirmed. The issue occurred due to failure of g1 circuit board. Additionally, the evaluation revealed the following findings: scratches on the screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.